Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.00 diopter, in the patients right eye (od), on (B)(6) 2020. The lens was explanted later that same day due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue on the lens. Visual inspection found the haptic torn and deformed with residue on the lens. Claim#: (B)(4).